Event description:
It is reported that the surgeon implanted a 32mm femoral head. After implantation, the surgical staff noticed the patient label for the head read as 28mm. A review of x-rays determined that the head was in fact the correct 32mm. On (B)(6), 2010, upon further investigation, it was determined that there is likely a 28mm package that contains a 32mm femoral head packaged inside.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Although the 32mm femoral head reported in this event was found to actually be a 32mm head, matching the label on the outer box, the investigation found that there is a potential for a box labeled as 28mm to have 32mm head inside. Given this, the potentially affected lots are being recalled. Please reference removal report (B)(4) for add'l details on the investigation and corrective action.